Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit failed check the saw blade coupling and is not accepting cutters. Therefore, the reported condition was confirmed. It was also noted that the unit failed check of free moving, will not rotate, had broken bearings with unknown debris on it and most of the internal components were worn an corroded. The assignable root cause was determined to be due to failure to follow the cleaning,sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified reconstruction with a flap surgical procedure, it was observed that saw attachment device was not able to fit any adaptor on the driver unit on the pen drive device. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.